Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number: (B)(6)) was returned for evaluation. No device-related issues associated with the system controller were reported. Log files were downloaded from the returned system controller and the data was reviewed and showed the device functioning as intended. The controller was disconnected from the driveline on (B)(6) 2025 to be returned for evaluation following the death of the patient. It was reported that the two system controllers were returned for an unknown reason. Additional information noted that the patient had passed away and the system controllers were returned. There were no suspected device malfunctions, and the team was unaware they were returned to abbott. Incidental findings: worn labels, dim pump running symbol, power cable wire fatigue, the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook rev. A are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 IFU section 2, entitled ¿how your heart pump works¿, explains the system controller user interface symbols and alarms, including the pump running symbol. This section also instructs users not to twist, kink, or sharply bend the system controller power cables. Section 8 of the IFU entitled ¿caring for the equipment¿ and section 6 entitled of the patient handbook entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Section 10 of the patient handbook, ¿safety checklists,¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally communicated that the date of death was 04dec2025, and that the patient had worsening right ventricular failure and pulmonary hypertension leading up to death. The device operated as expected.

Event description:
It was reported that two system controllers were returned for an unknown reason. It was later communicated that there was no recollection by the site in returning the equipment as the patient had been on home hospice and since passed away, date unknown. The team did not suspect any device malfunction, so they had no stated reason to nor were aware that it was returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.